Manufacturer narrative:
Age at time of the event: 18 years or older. (B)(4).

Event description:
Same case as: MDR ID: 2134265-2018-06426. It was reported that the wire broke off in front of the burr. A rotalink¿ plus and a rotawire floppy wire were selected for use for a patient procedure. The wire was placed inside of the patient. Then the burr was tested outside of the patient over the rotawire. While testing the rotational speed of 170rpm, the floppy wire that was distal to the tip of the burr simply broke off. The portion of the fractured wire, and the burr, were located outside of the patient's body. Therefore the distal portion of the wire that was inside of the patient was simply removed. A new wire and rotalink plus device were used to complete the procedure. No patient complications were reported. The patient's status was fine.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: returned product consisted of the rotablator rotalink plus device. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The annulus of the burr was flared, damaged, not rounded. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use leading to the damaged annulus. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as: MDR ID: 2134265-2018-06426. It was reported that the wire broke off in front of the burr. A rotalink¿ plus and a rotawire floppy wire were selected for use for a patient procedure. The wire was placed inside of the patient. Then the burr was tested outside of the patient over the rotawire. While testing the rotational speed of 170rpm, the floppy wire that was distal to the tip of the burr simply broke off. The portion of the fractured wire, and the burr, were located outside of the patient's body. Therefore the distal portion of the wire that was inside of the patient was simply removed. A new wire and rotalink plus device were used to complete the procedure. No patient complications were reported. The patient's status was fine.